Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high impedance values, probably subclavian crush. It was also noted that the left ventricular lead exhibited no capture a few weeks ago. Both of the leads were capped and replaced on (B)(6) 2018. The patient was stable throughout the whole procedure.